Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 28 aug 2019 reviewed for MDR reportability. Patient underwent a left tka with sigma implants on (B)(6) 2016. The patella was resurfaced and depuy cement x 2 was utilized. The left knee was later revised for pain and dysfunction with adls on (B)(6) 2018. Aseptic loosening of the tibial tray at the cement to implant interface was confirmed during the revision. Of note, the patient has also undergone a right knee tka in 2014. An office visit note from (B)(6) 2016 states the patient was having pain and limited range of motion in the right knee though there is no indication of the manufacturer of these implants and no right revision has been noted.